Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. An intraoperative measurement confirmed the length from the ostium of the lower left renal artery to the right internal iliac artery to be just 12 cm. The physician selected a 14 cm trunk - ipsilateral leg endoprosthesis (rlt231414j) device with a plan to push up and place the distal end of the ipsilateral leg within the right common iliac artery. The rlt231414j device was placed just below the left renal artery and deployed. Upon deploying the ipsilateral leg, the physician pushed up the device as planned, however, the distal end of the device landed on the right external iliac artery, covering the ostium of the right internal iliac artery. The physician tried push up the deployed device using a balloon catheter, but the attempt failed. As collateral flows to both superior/inferior gluteal arteries were observed, no further treatment was performed for vessel coverage. The final angiography confirmed a type ii endoleak, which was left to be monitored. The patient tolerated the procedure.